Manufacturer narrative:
This report was initially submitted following notification from a customer in djibouti regarding potential false positive results when using vidas® brahms procalcitonin 60t (ref. 30450, batch number: unknown) with their mini vidas®instrument. A biomérieux internal investigation has been completed with the following results: customers material no customer material available for testing. Investigation outcomes complaint analysis according to the analysis of complaint records file, there is no up rising trend of complaints for reproducibility issue, overestimated/false positive results on quality control samples, overestimated/false positive results on patient samples recorded on a specific lot of vidas b.r.a.h.m.s pct ref.30450. Quality control records there is no CAPA linked to this issue on this vidas assay. Without knowing the batch number, it was not possible to carry out the analysis of non-conformity. Tests/analysis performed by the complaints laboratory control chart analysis this analysis was carried out: on four (4) internal samples with a target at 0.08/ 0.34/ 1.22 and 3.03 ng/ml. - on twenty six (26) batches of vidas b.r.a.h.m.s pct (batches not expired at the date of the complaint). The analysis of the control charts showed that all results were within specifications and there was no trend of a specific lot compared to the others. **test performed** without any information regarding the lot of reagent used, it was not possible to perform any testing. Root cause analysis and conclusion without any information regarding the results, the reagent (lot and calibration data), the instrument, the sample (especially the pre-analytical phase) and the clinical history of the patient, it¿s not possible to provide information about the issue observed by the customer. The positive result can be due to the following factors: sample preparation (presence of micro clot of fibrin or cells fragments) it is mentioned in the package insert of vidas b.r.a.h.m.s pct at section sample preparation ¿follow the tube manufacturer¿s recommendations for use. The pre-analytical step, including the preparation of blood samples, is an essential first step when performing medical analyses. In accordance with good laboratory practice, this step is performed under the responsibility of the laboratory manager. Insufficient clot time can result in the formation of fibrin with micro-clots that are invisible to the naked eye. The presence of fibrin, red blood cells, or suspended particles can lead to erroneous results. Samples containing suspended fibrin particles or erythrocyte stroma should be centrifuged before testing. For serum specimens, ensure that complete clot formation has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting times". The clinical context there are cases of false positive reported in the literature (i.e. Falsely high levels in the absence of a bacterial infection) and there are related to: new borns, systemic fungal infection, severe mechanical trauma, following surgical trauma, severe burns, acute respiratory distress syndrome, heat strokes acute attacks of plasmodium falciparum malaria ¿ administration of monoclonal or polyclonal anti-thymocyte globulin in the treatment of acute rejection after transplantation chemical pneumonitis patients with medullary thyroid cancer, small cell cancer of the lung, carcinoid, tumors with paraneoplastic hormone production inflammation associated with ¿cytokine storms¿, e.g. Ilb¿ in familial mediterranean fever, therapeutic infusions of tnfa for melanoma depending on the clinical context (severe burn, surgery, cancer, other co-infection...), the type of treatment, we can observe a falsely increase of pct in many situations not due to the method but to the pct molecule itself. In conclusion, it is important to remind to the customer the importance to maintain instrument performances by performing the required maintenances (user maintenance and preventive maintenance). According to the information mentioned above, there is no reconsideration of the performance of any lot of vidas b.r.a.h.m.s pct ref.30450.

Event description:
On (B)(6) 2023, a customer from djibouti notified biomérieux of obtaining potential false positive results when using vidas® brahms procalcitonin 60t (ref. 30450, batch number: unknown) with their mini vidas®instrument. The customer mentioned potential false positive results for vidas® brahms procalcitonin 60t. Customer service contacted the customer multiple times to obtain additional details regarding: clinical history, sample preparation, qcv, calibration and reagent lot data but no information has been provided at this time. Based on the available information at the time of this assessment, there is no indication or report from the laboratory that the issue led to any adverse event related to patient's state of health. A biomérieux internal investigation will be initiated. Note: reference 30450 is not registered in the united states. The u.s. Similar device is product reference 30450-01.